Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a right side rupture. The device remains implanted.

Event description:
Healthcare provider reported a right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Additional, corrected and/or change data: a.4.

Event description:
Healthcare provider reported a right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken assessed as fold flaw opening. And missing piece of shell assessed as inconclusive. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare provider reported a right side rupture. The device has been explanted.